Event description:
Versaone optical trocar with fixation cannula (12 mm standard) leaking gas during insufflation. Cannula was replaced with new but same cannula and was still leaking gas. Cannula was then replaced with a hassan 12 mm cannula, and no leak was identified. Faulty cannula was given to management. Versaone optical trocar with fixation cannula (12 mm standard) -onb12stf -lot # j5f2537y -exp. Date 05/31/2030.